Manufacturer narrative:
MFR received date: 15 aug 2019. The service technician confirmed that the error log was checked, which confirmed the occurrence of the blower temperature high alarm. Functional tests were performed and no abnormality was confirmed. After that, run in tests were performed and the reported phenomenon was not duplicated. This repair was cancelled due to the request from the customer then the unit was returned. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 16aug2019.

Event description:
The customer reported blower temperature high alarm occurred. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.